Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Block a: under (B)(4) law, patient information is considered confidential and will not be released by the hospital.

Event description:
The hospital reported that, at the end of the case, the operating room circuit breaker tripped, and the unit was noted to have a burnt smell. There was no reported patient injury.

Manufacturer narrative:
The hospital reported that, at the end of the case, the circuit breaker of the operating room tripped and there was a burnt smell noticed by the staff. The site electrician identified the vaporizer as the cause of the issue leading to the tripping of the circuit breaker. The vaporizer was sent to ge's depot repair facility for analysis. While at depot repair, when connecting the power cable to the connector on the device, sparks were noted on the electrical power connector of the device and inside it. The device was then returned to the manufacturing site for further investigation. The root cause for the reported complaint was a failed power supply; in particular the x-capacitor of the power supply. Visual inspection revealed that a capacitor on the power supply was burned, and the alleged smoke was generated from the failure of the capacitor. The capacitor has a 275 vac nominal rating, is rated from -40c to +110c, and is coated in flame retardant epoxy resin. This capacitor is mounted on a circuit board material meeting the ul 94v-0 flammability rating. The flame retardant material worked as designed, as there was no sustained ignition.